Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device causing damage appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional triclip referenced in b5 will be filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2025 , a triclip procedure was performed to treat tricuspid regurgitation (tr). Two xtw triclips were implanted successfully in the anterior septal commissure. Third xtw triclip implanted posterior/septal. A fourth triclip xtw was then attempted to further reduce tr in posterior commissure. During grasping attempts, contact was made with the third implanted triclip causing it to migrate on the septal leaflet resulting in a tr increase. The fourth triclip was then implanted successfully. The procedure ended with tr reduced to grade 2.